Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 'power PICC' was used for a long time, customer felt that the guidewire was not inserted smoothly in recent cases. Customer felt that it was catched or snagged while inserting the guidewire. So in this case, the tip of the needle curls into a u-shape. The user had to re-open a new package and the patient was punctured two times. No other information provided, at this time.

Event description:
It was reported that 'power PICC' was used for a long time, customer felt that the guidewire was not inserted smoothly in recent cases. Customer felt that it was catched or snagged while inserting the guidewire. So in this case, the tip of the needle curls into a u-shape. The user had to re-open a new package and the patient was punctured two times. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One photograph of a nitinol guidewire was returned for evaluation. An initial visual observation of the photograph showed the guidewire was bent near the distal end. No use residue was observed in the returned photograph. No other damage to the device was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.